Event description:
Per report, venous port disconnected during dialysis which led to significant blood loss. Patient became pulseless and CPR started. Noted rhythm was vfib (ventricular fibrillation) and then asystole. Patient underwent massive blood transfusion protocol. Rosc (return of spontaneous circulation) unable to be achieved. Patient passed away (B)(6) 2025 1641. Catheter was placed (B)(6) 2024 - repair was completed (B)(6) 2024.